Manufacturer narrative:
The device was received for evaluation. During evaluation the device found the pump does not recognized an open door. The cause was identified to be a failed upper latch switch. The upper auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device found does not recognize an open door . No additional information is available.